Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, icl pushes the iris and refractive surprise. The lens remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, refractive surprise and rotation. On a separate day the lens was repositioned. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not n/a. Claim # (B)(4).